Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated her ins was replaced due to normal battery depletion. Caller later stated that the device was checked by the healthcare provider and had a few years left but it stopped working. Caller later stated the doctors told her she had quite a few months left before the battery would deplete. Patient had a revision appointment on (B)(6) 2017. No symptoms were reported. No further complications were reported. (Omitted information from pe (B)(4); did not feel stimulation and stimulation was on).